Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the video slice (vsl) to resolve the issue. The system was verified and ready to use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The vsl was analyzed in system logs, the error 307 was found indicating the fault confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to reported event. The unit was installed onto a golden system where the component functioned as expected. Then the golden system was set to run video test 10 minutes sine cycle and 10 power cycles & sitting idle for 3 days. Once the testing was completed the system error logs were inspected, but no error could be identified. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting (pre-anesthesia, no ports placed) a da vinci-assisted surgical procedure, the clinical sales associate (csa) called in an sated they were called by the customer to report they have an error 307. According to csa, the customer has restarted system 4 times prior to the call. Technical support engineer (tse) checked logs and confirmed error 307 pointing to isi core control (icc) board. Csa will inform the customer that the system is down. Dispatching field service order (fso). No further info available at the time. The procedure and patient outcome are unknown. There was no reported injury.